Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 02july2019. Technical services confirmed the reported problem and provided method to recover depleted battery. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer stated that they are unable to apply charge to the internal battery when they attempted to charge battery overnight. The customer reported there was no patient involvement.